Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called in wanting to know how to program blood glucose into the insulin pump. Customer's blood glucose at the time of call was 335 mg/dl. Customer was helped and customer was advised to check blood glucose again and it was up to 419 mg/dl. Bolus wizard was checked and it was noted the blood glucose went up instead of down. Customer was informed to check blood glucose again, 515 mg/dl. Customer was advised to wait 15 minutes. Customer was walked through to give another bolus. Checked blood glucose and it was still 515 mg/dl. Customer declined troubleshooting for high blood glucose. Customer checked blood glucose again and it went down to 5050. Customer was advised to contact doctor to setup a back up plan. Customer's mother stated customer had memory problems. Customer's mother was also advised to check ketones and contact customer doctor. No further information reported.